Event description:
The customer reported to olympus, the gastrointestinal videoscope had high pressure in channel 2 and blockage in the air/water channel. This issue was noticed during maintenance. Inspection and testing of the returned device found foreign material in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, clear plastic-like material was protruding from the air/water nozzle, the up/down angle was out of specification, the up/down angle had play, the water flow was not to specifications, the water removal was not to specifications, the water channel had evident blockage, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a transparent plastic-like foreign matter came out of the nozzle. It was concluded that the foreign object was not from an olympus scope, but was unable to identify the foreign object. There was no damage or deformation of the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.